Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold as seen by the clinic over time. There was no lead fracture that could be confirmed via x-ray. The rv lead was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).